Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (66.18 mcg/ml at 149.20 mcg/day), bupivacaine (20.0 mg/ml at 4.509 mg/day) and dilaudid (3.9 mg/ml at 0.8792 mg/day) via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2018 the patient saw (B)(4) on their personal therapy manager (ptm) which indicated a motor stall. The patient had not had medical diagnostics or been exposed to strong magnets. The patient had already reached out to their health care provider (hcp) and left a message with the nurse. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative on (B)(6) 2018. It was reported that the patient¿s pump was alarming, and she was unable to give herself a bolus. The event date was reported as (B)(6) 2018. There were no known environmental, external, or patient factors that may have led or contributed to the issue. As part of diagnostics/troubleshooting, the hcp interrogated the pump and confirmed a motor stall. It was reported that as an action/intervention to resolve the issue, they were replacing the pump on (B)(6) 2018. The issue was not considered resolved at the time of the report. Surgical intervention was scheduled but had not yet occurred. No patient symptoms were reported. The patient's status at the time of the report was listed as ¿alive ¿ no injury.¿ no further complications were reported or anticipated. The patient¿s medical history and weight were asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.